Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 24-sep-2018. The most recent information was received on 02-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of headache ("frequent headaches") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced headache (seriousness criterion medically significant), neck pain ("cervical pain"), lacrimation increased ("tearing eye") and morose ("persistent moroseness"). Essure treatment was not changed. At the time of the report, the headache, neck pain, lacrimation increased and morose outcome was unknown. The reporter provided no causality assessment for headache, lacrimation increased, morose and neck pain with essure. The reporter commented: patient reported that she wants to find quickly a surgeon who would perform removal of essure inserts without removing the uterus. Period of occurrence: of 3 years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-oct-2018: update quality-safety evaluation of ptc (FDA codes updated). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.